Event description:
The customer reported the system displayed a communication fail error message. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There was no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.